Event description:
Staff could not get "proper draws" from the device during care. Physician consulted, and it was determined that the catheter disconnected from the medi-port. The device was explanted, and will be evaluated by the pathology dept. Pt was receiving chemotherapy via this device.